Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm on (B)(6) 2024. On approximately 12/25/2024, the pediatric patient experienced a skin reaction with itching, redness, and pimples, extended beyond the patch perimeter. The reaction was treated with a prescription of an oral antibiotic, flucloxacillin 250 mg. At the time of the report, the patient was in stable condition. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.